Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 222 (mg/dl). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.